Event description:
Customer reported that erroneous electrolyte results on a single pt sample were generated by the synchron cx9 alx clinical sys. The sys was calibrated and qc were within spec prior to the event. The results were reported of the lab. The physician queried the validity of the results and requested a sample redraw. The results of the redraw sample were within clinical expectations. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The customer stated that this is a sample specific issue due to an improperly handled sample. No other sample results were questioned or repeated. The field svc engineer (fse) visited the facility and examined the sys. A preventive maintenance procedure was performed. This reportable event was identified during a retrospective review of complaints conducted between 1/1/2008 and 10/23/2010 for add'l reportable events.